Event description:
It was reported that the downstream occlusion seal was delaminated. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the device had a delaminated downstream occlusion (dso) seal, and a buckling upstream occlusion (uso) seal. The dso seal, uso seal and motor were replaced to fix the issue.